Manufacturer narrative:
Updated data: a. (Patient information), d4, d(6a): implant date, b4, b5 and imf (annex f) codes were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that 13 years and 9 months post implant of this 27mm aortic bioprosthetic valve, the patient was hospitalized. Subsequently, 2 days later on (B)(6) 2026, the patient successfully had a 26mm aortic transcatheter valve implanted valve-in-valve replacement. The reason for the intervention was not reported. No additional adverse patient effects were reported.

Event description:
Additional information received reported that the reason for the evaluation/intervention was severe regurgitation and aortic stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
A4, b1, b2 , b5 and h6 codes were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted mosaic surgical valve was hospitalized.  No intervention or adverse patient effects were reported.